Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. A lead integrity alert (lia) was triggered due to elevated sensing integrity counter (sic) and high rate non-sustained episodes. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.